Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. Review of the device data log noted an alarm displayed for 'cassette not attached properly.' Functional tests included use testing. When the cassette was removed from the fluid filled cassette and the latch handle was closed the device displayed "cassette not attached properly". The latch lock flex and downstream sensor were changed as a preventive measure. Based on the evidence, the complaint was confirmed. The root cause of the alarm was the latch lock flex and the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
All of the alarms were determined by our engineering department. None of the events occurred while in use with a patient.